Manufacturer narrative:
Medtronic's investigation determined that sterile water was used in the instrument. This practice is not in accordance with the operator¿s manual, which specially recommends the use of de-ionized water. It is unknown what type of water was used to make ice. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic's investigation is currently in progress.

Event description:
Medtronic received information that during setup prior to use the bio cal instrument displayed error code 003. There was no adverse patient effect. Service technician informed the customer that this instrument is no longer serviced by medtronic and provided the customer the "end of service" letter. Nothing further was required by the customer. Additional information was received indicating that sterile water is used in the instrument. Per the operator's manual, de-ionized water should be used in the bio cal.